Event description:
The pt reported experiencing elevated blood glucose of up to 314 mg/dl for 2 days in 2009. The pt was able to bolus through the infusion device to lower blood glucose levels. The pt reported that a day prior, an a1 (cartridge low) alert was displayed on the infusion device but the insulin cartridge was still half full. The pt changed the battery, but continued using the same insulin cartridge. The pt believes elevated blood glucose is related to the a1 alert. The pt's normal blood glucose level is approximately 120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.